Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Event description:
It was reported that on (B)(6) 2020, the surgeon noticed that our size 4-6 cemented tibial drill was dull and needed to be sharpened. The drill did work for the case but needs to be replaced. The two drills being returned are complete and had no pieces that broke off of it. No surgical delay. On (B)(6) 2020 - 2 devices were received for investigations.